Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported suture break appears to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional perclose proglide devices are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement with three proglide devices via 6fr sheath was attempted in the mildly calcified right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture snapped with the three proglide devices. Three additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to an 8fr, 16fr and then an 18fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.